Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument can't be put together, shaft piece seems bent. Patient outcome not impacted - surgeon did not use this instrument. No delay or adverse event.

Manufacturer narrative:
Added: describe event or problem. Common device name. During total hip replacement. Instrument can't be put together, shaft piece seems bent. Instrument not used by surgeon. Replacement ordered. Patient outcome not impacted - surgeon did not use this instrument. It was just noted as part of checking. No delay or adverse event. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
During total hip replacement. Instrument can't be put together, shaft piece seems bent. Instrument not used by surgeon. Replacement ordered. Patient outcome not impacted - surgeon did not use this instrument. It was just noted as part of checking. No delay or adverse event.